Event description:
Clinic notes were received for review on a vns patient. It was reported within the notes that the patient had obstructive sleep apnea and had a (B)(4) study completed on (B)(6) 2011 but has not yet had a (B)(4) study. (B)(4) attempts thus far have been unsuccessful for further details.